Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
On 11/15/2009, covidien was informed of a customer who had an issue with a heparin prefilled syringe. The attorney alleges that in 2007, the pt was admitted to the hospital for right ankle pain and it was discovered two days later, that the pt was suffering from deep vein thrombosis in the right lower extremity. On the same day, the pt was administered heparin. Following discharge from the hospital a week later, the pt was transferred to a rehabilitation center. Upon info and belief, on at least one occasion while at the rehabilitation center, the heparin administered to the pt was contaminated heparin. The pt began to have symptoms consistent with the hypersensitivity-type adverse reactions from contaminated heparin. The pt passed six days later.